Event description:
The back hub of angiojet catheter was leaking and sucking in air. The staff stated they have not seen this before but the vendor stated this is a normal effect of the tuohy. The air was pulled through the catheter and back into the console. Not toward the patient.